Event description:
It was reported the inside components of a low-profile reamer handle broke. No reported patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- drill. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.